Event description:
The customer reported being hospitalized due to low blood glucose levels, with a reading of 57 mg/dl. The customer had been experiencing low blood glucose levels for the past 24 hours. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to a high magnetic field. The customer stated that he and the healthcare professional would like the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.